Manufacturer narrative:
Insulin pump received with motor arm failed self-test alarm during self test due to faulty y1/rf board. Insulin pump passed displacement test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no low battery alert noted. Pump received with corroded battery tube, cracked battery tube thread, broken belt clip slot, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Event description:
The customer reported via phone call that they had low battery alert. The customer's blood glucose was unknown. Troubleshoot was performed. The product was returned for analysis.